Event description:
Lasik, incomplete/short flap reported on first eye; flap not opened, treatment aborted, patient rescheduled for later recut; no impairment expected, no indication for malfunction; most likely cause is pseudo-vacuum (floating conjunctiva blocking the vacuum duct) leading to imperfect applanation; instruction to prevent this issue are given in the user manual and user training.